Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient had a redo sternotomy, heartmate 3 left ventricular assist device (lvad) implant, and tricuspid valve repair with a 30 millimeter tricuspid annuloplasty ring with central right ventricular assist device (rvad)/venovenous (vv) extracorporeal machine oxygenation (ECMO) cannulation. On (B)(6) 2022, the patient's chest was closed. Continuous renal replacement therapy was started on (B)(6) 2022. The patient had a tracheostomy on (B)(6) 2022, and tracheal laceration with a large amount of subcutaneous air was noted at 23:15. The patient was placed on vv ECMO on (B)(6) 2022 with oxygenation added to the rvad circuit. It was noted that the patient had right heart failure prior to lvad implant. On (B)(6) 2022, the patient remained on epinephrine at 2, vasopressors at 0.6, and levorphanol at 13. Precedex was turned off on the morning of (B)(6) 2022. Lactate was worsening and bilirubin was trending up. There was acidosis noted on arterial blood gas (abg) that required bicarbonate replacement. The site was unable to pull volume on crrt due to hypotension, and the patient required two units of platelets and increased oxygenation overnight. The patient had liver shock and multisystem organ failure, and the family chose to withdraw care. The patient ultimately passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2022 due to shock liver with multi system organ failure (msof). The heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14oct2022. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU renal dysfunction and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's valve repair pre-existed implant, and they were placed on right ventricular assist device (rvad) on same day as implant following surgery. The patient passed away on (B)(6) 2022.